Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in (B)(6) (unknown year) prior to contacting lfs. The patient claimed she manages her diabetes with insulin. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. The patient reported she was feeling shaky, sick at the stomach, and sweaty a day after the alleged issue occurred. At an unknown date and time, the patient indicated she self treated with food and/or drink due to her symptoms. At the time of the alleged issue, the patient stated she tested on another blood glucose device and obtained a reading of "80 mg/dl or something". At the time of troubleshooting, the cca noted the subject meter had been used before, there was no misused of the meter, and needed a new battery replacement. Per the cca documentation, the patient never changed the battery since she's had the meter for about 3-4 years. The patient did not have test strips or a new battery available to power the meter on . Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.